Manufacturer narrative:
(B)(4).

Event description:
It was reported that a malfunction occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer had an alternate insulin therapy method.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the pump was connected to a power source and the pump beeped, however the touchscreen did not illuminate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had alternate insulin therapy available.